Manufacturer narrative:
A boston scientific crm technical services (ts) consultant suspected that the distal set screw was not full tightened. This issue was resolved with proximal and distal setscrew retightened. Normal measurements were monitored both with the device and with the program system analyzer. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was later electively explanted. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, under high power visual inspection of the header and lead barrels noted seal ring marks in locations that indicate full lead insertion. Further testing confirmed the header to pass pin gage testing, verifying the inner dimensions of the lead barrels and terminal blocks, as well as verifying proper setscrew travel into the terminal blocks. The device was put through and passed the therapy verification test. This involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device meets specification, with normal battery depletion noted.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this transvenous lead with pocket manipulation. There was also report of fluctuating lead impedances ranging from 607-1083 ohms and elevated thresholds. The pocket was reopened and the physician expressed concern that the lead was pulled out of the header with just the proximal lead set screw tightened. To date, there have been no reported patient symptoms associated with this clinical observation.